Manufacturer narrative:
Updated data: d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device is: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed due to calcification. Following the bav, the valve was successfully implanted at a depth of 4 mm on the left coronary cusp (lcc) and non-coronary cusp (ncc). Upon withdrawal of the delivery catheter system (dcs) over the non-medtronic guidewire, the dcs nosecone was centered within the valve frame; however, the guidewire was inadvertently pulled back while the valve paddle was caught, causing the valve to dislodge to a depth of -5 mm on the ncc and -6 mm on the lcc. Per the physician, the cause of dislodgement was due to an interaction with the dcs. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.